Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: it was reported that a patient experienced peritonitis on an unreported date, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On an unreported date in the middle of the month prior to the receipt of this report, the patient was hospitalized for the event. The cause of the peritonitis was not reported. On unreported date(s), the patient was treated with unspecified antibiotics (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. Dianeal and extraneal therapies were ongoing. On an unreported date, the patient was discharged from the hospital. The patient was recovered from the peritonitis event. The device is no longer suspect in the death of the patient as the cause of death was an unrelated event. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.